Event description:
It was reported that the customer experienced battery issues, including fluctuations in the battery gauge, and received a power source alert which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent.